Event description:
It was reported that following the procedure, the cord between the handpiece and the battery pack was cut. Approximately 5 minutes afterwards, the battery casing exploded. There was no patient involvement and no allegation of adverse consequences associated with this event.

Manufacturer narrative:
The device has not yet been received by the manufacturer. The device has not been returned for the quality investigation. The instructions for use provided with these devices states: "warning: do not cut the power pack from the unit for disposal. Cutting through the power cable could result in shock, excessive heat and/or sparks, which may cause personal injury and/or fire." The sales rep has since visited the account to review the IFU and to in-service the device for safe battery removal.